Event description:
A report was received that the pt was explanted because the pocket site had a soft tissue mass causing irritation. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility. This is the final report.